Manufacturer narrative:
(B)(4). Insulin pump received with missing segment due to cracked and bleeding lcd glass. Unable to verify back light anomaly due to missing segment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that backlight did not turn on. Customer's blood glucose level was unknown at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.